Event description:
It was reported that an altitude alarm was triggered on the pump, which caused the customer's blood glucose level to reach 465 mg/dl. The customer managed the high blood glucose by drinking water and using multiple daily injections for insulin. Tandem technical support advised cleaning the pump's speaker holes and attempting to resume insulin delivery, but these steps did not resolve the issue. As a result, technical support decided to replace the pump and cartridge. The customer was provided instructions for returning the faulty pump and was informed about the steps required once the replacement arrived.